Event description:
The following has been reported: pump will not power on a review of the logs has allowed fresenius kabi engineering to review and identify the following issue: electrical hardware failure (power train) the reported complaint was confirmed. The device was returned for inability to power on. Device screen did not power on when device was placed on charger despite other components seeming to power on. Device was opened and it was discovered fluid had infiltrated the pump. Investigation was performed to identify ingress point and two were identified. First, the rtv on the lcd screen was very poor and fluid damage was consistent with screen ingress. Secondly, the outlet fva pin was also especially damaged from fluid, as well the fva motor was beginning to foul from fluid presence. Set ID was inspected and no ingress was identified there. Pump will be scrapped. Reporting as a conservative measure. No adverse effects were reported.